Event description:
It was reported that the patient experienced an increase in pain and a loss of therapy relief. The patient underwent a catheter revision after a dye study had indicated that the spinal segment was "out of the intrathecal space". A fracture was also found in the pump segment, and the entire catheter was replaced. The drug used within the system was unknown. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8 709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).